Manufacturer narrative:
Device has been returned to MFR but investigation is incomplete at this time. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: received complaint from the repair svc. The applier does not close clips completely on vessel resulting in hemorrhage. This complaint is from a veterinary hospital. The malfunction occurred during a neutering procedure. No pt injury reported.